Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) with paddles, the device would not discharge. They switched to pads using the same defibrillator and were able to defibrillate the pt. Complainant indicated that the apex paddle had visible indications of damage. Complainant indicated that there was no adverse effect to the pt.